Event description:
The customer reported that the left monitor would only display images on the lower half of the screen on the system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the lemo connector and the high voltage cable. The system was tested and found to be working as intended and put back in service.